Event description:
It was reported that patient underwent initial left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to patient allegations of leg length discrepancy. The modular head was removed and replaced with an active articulation liner and ceramic head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb."

Event description:
It was reported that patient underwent initial left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to patient allegations of leg length discrepancy. The modular head and taper adapter were removed and replaced and a liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.